Event description:
Patient receiving bolus dosing of chemotherapy agent fluorouracil via ambulatory infusion pump. Having multiple complaints from several different patients where the pump displays "no disposable ?" Code. Infusystem states that they are "gathering data" and will not tell us if specific lot numbers are affected causing this error to occur. Infusystem rep stated that they are monitoring this issue as they have had several calls with same complaint. The code is in response to the cassette that holds the medication and not the pump itself. Patient had to turn off pump while at home and come back to office to be checked by nurse. New pump placed and the next day the patient got the same code. Delayed infusion of medication. FDA safety report ID (B)(4).